Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although the reported difficulty deploying the needle plunger was not confirmed, the reported difficulty retracting the needle plunger and removing the device were confirmed. Analysis of the device found the proximal-end of the needle followers were bent, which is consistent with forcibly closing the lever to retract the foot prior to retracting the needle plunger to retrieve the suture. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The evaluation indicated the probable cause for broken connector, bent needle followers, and incomplete foot parking is forcibly closing the lever to retract the foot prior to retracting the needle plunger. This is incorrect deployment sequence per the instructions for use (IFU) under the smc device placement section, which instructs the operator to disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. One suture limb will be attached to one end of a link. The other end of the link will be attached to the anterior needle. The posterior needle will be free of suture. Pull back on the plunger until the suture is pulled taut. Cut the suture from the anterior needle distal of the link. Relax the device and then return the foot to its original position by pushing the lever (marked #4) on top of the device, down to its original position.

Event description:
It was reported that after a neurologic vessel coiling procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device through a 6-french sized access site. No difficulty was encountered during initial vessel cannulation or device insertion into the patient anatomy. Reportedly, after achieving arterial marking as indicated by a continuous drip of blood from the device marker lumen and deploying the foot uneventfully, a device mechanism problem occurred as difficulty was encountered pushing the needle plunger in to deploy the needles. The needle plunger was forcefully deployed. Additionally the operator had difficulty removing the needle plunger and removing the device. The device was removed by slowly dissecting the artery. To prevent further bleeding a 7-french then an 8-french sheath was inserted. The 8-french sheath was removed and another proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported that the needle plunger was forcefully deployed. The perclose proglide instructions for use state under the precautions section not to advance the perclose proglide smc (suture medicated closure) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate interventional and/or surgical removal of the device and vessel repair. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.